Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5(updated summary - added reservoir and unomedical model numbers) and section h6(changed from 2199 to 4613 in heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received , hypoglycemia was treated with carbs. The event involved product(s) mmt-7040b, mmt-6102, mmt-7333, unomedical, unk_reservoir. Product return is not required for mmt-7040b, unomedical, unk_reservoir. Product return is not applicable for non-physical devices mmt-6102, mmt-7333.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to discrepancy in blood glucose and sensor glucose. The event involved product(s) mmt-7040b, mmt-6102, mmt-7333. Troubleshooting was performed and blood glucose was 44 mg/dl and sensor glucose was 74 mg/dl and the difference between blood glucose and sensor glucose was not within the range. Customer was explained sensor may have no longer been responding to glucose changes and explained possible causes. Customer was advised to replace sensor. Troubleshooting was not performed for hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Product return for mmt-7040b is not expected. Product return for mmt-6102 is not expected. Product return for mmt-7333 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.